Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 that occurred on the homechoice (hc) unit during dwell 3 of 5. The hp was still connected to the hc. The supply bags were empty; there was only solution on the heater bag. The hp stated no bags came undone. The technical service representative (tsr) explained the alarm indicated air entered the set up and advised the hp to cycle power to clear the alarm. The hp confirmed to finish therapy with manual bags. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement; there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). Baxter contacted the patient regarding the system error 2240 alarm. The patient stated that she was ok and was able to continue therapy. The patient stated the alarm did not clear and following instructions all supplies were discarded. The patient completed therapy manually. No sample was available. This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 5 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).